Event description:
It was reported that the device exhibits a constant overpressure error message. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, and a delaminated downstream occlusion (dso) seal. Functional testing was unable to duplicate the reported problem, the dso sensor works within specification. The dso sensor was calibrated as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.